Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305618 and lot number 3179318. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the needle of a bd nexiva 22 ga x 1.00in sp with maxzero pierced the cannula. The following information was provided by the initial reporter: attempted to insert IV into patient when writer noted that after initial flash back, blood was coming out from above the insertion site. Writer being unable to prime IV line with blood, and control bleeding above the insertion site, took out IV. At this time, writer and witness noted that the IV cannula was bent and pierced through with IV needle. Needle retracted, cannula tip and needle intact.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.